Event description:
The device detected inappropriate fib for noise in the ventricular channel. Staunching blood was observed on the is-1 lead connector. For this reason it was believed that the noise was caused by a connector failure. The device was explanted.